Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1 (event site email), g4, g7, g8, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: d1, d4 (version or model#), g1 (contact person ¿ mfg site). Testing of actual/suspected device (10) the getinge field service engineer (fse) that encountered the issue disassembled the unit and replaced the drive manifold assembly, reassembled, and completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The initial reporter named in block e1 is a getinge employee who has different contact details from that of the event site. (B)(6).

Manufacturer narrative:
Type of investigation not yet determined (4118/3233) pending the field service engineer (fse) evaluation. A supplemental report will be submitted upon receipt of repair information.

Event description:
It was reported that during preventative maintenance (pm), the cardiosave intra-aortic balloon pump failed the drive manifold test. There was no patient involvement, thus no adverse event reported.